Manufacturer narrative:
The pump was received with no button response due to the lcd keypad connector being unlocked. Unable to perform the functional testing due to the keypad anomaly. The pump had minor scratches on the lcd window, a crack near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer's insulin pump's button won't push in and she cannot get the pump to rewind. Caller stated that every button works besides the up arrow button. Caller confirmed that there were no alarms present. Caller indicated that the reservoir was low. Caller stated that this is why she is attempting to get into the pump to rewind. Caller confirmed that the customer was disconnected from the pump as of last night and is currently on manual injections. Customer's blood glucose was 583 mg/dl. Customer treated with manual injections. Customer was unable to troubleshoot for the high blood glucose level due to the keypad issue. Caller was advised that the pump will need to be replaced. Caller was advised to discontinue use of the pump and revert to a back-up plan.